Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a cartridge did not fit onto the pump. Customer removed the pump and observed the o-ring had dislodged from the cartridge and remained on the pneumatic tap. A new cartridge was loaded to resolve the issue. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, one of the alleged issues was verified, and the second alleged issue could not be verified.